Event description:
The customer reported that while the unit was in use on a pt, the unit displayed a "iab catheter" alarm and blood was observed in the extension tubing. The intra aortic balloon was replaced and therapy was continued. No pt injury was reported.